Event description:
A report was received that the patient was experiencing pocket pain. It was also noted that the patient's ipg was tipping which caused difficulty charging. The patient underwent a pocket revision procedure. The patient was doing well postoperatively.